Manufacturer narrative:
Device not returned. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. A search of our complaints system on 10/24/2012 was done and there were no other reports of infection for device from this sterility lot. Through follow up with the customer, sales learned the following: the customer commented that this explant was within expectation and not device related. The patient status was recovered as of (B)(6) 2012. The device will not be returned for evaluation due to infection. The source and type of infection were not provided. Echo report will not be provided. Conclusion: late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the source and type of infection have not been disclosed by the customer. The device will not be returned for evaluation; therefore, we are unable to determine the root cause for this event.

Event description:
Reportedly, a 19mm valve was explanted after an implant duration of approximately 1 year and 11 months (22.63 months) due to aortic regurgitation (ar). The customer reported a magna valve, model 300019mm, was implanted for aortic valve replacement (avr) to correct aortic stenosis (as) on (B)(6) 2010. On (B)(6) 2012, bentall operation was performed. Bentall operation was selected because the pseudoaneurysm which could be caused by annulus infection was observed. The valve was explanted and replaced with a a second valve (16mm). At explant, paravalvular leakage (pvl) was observed. The valve seemed barely placed on patient's narrow annulus. The ar was caused by paravalvular infection. There was no problem with the device.